Manufacturer narrative:
On 14-sep-2020, mentor received additional information regarding the date of implantation and device serial number. Initially, the date of implantation was reported as (B)(6)2015, and the serial number of the suspected medical device was reported as (B)(6)respectively. However, additional information revealed that the implantation surgery was performed in 2016, and the serial number of the device was (B)(6). The date of implantation was estimated as (B)(6)2016. With available information. The relevant fields have been updated. On 24-sep-2020, the suspected medical device was returned for evaluation. On (B)(6)2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, an anomaly was observed on the posterior view, consistent with a crease/fold. A tear measuring approximately 0.1 cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na . Concomitant products: 275cc mentor smooth round moderate plus profile (catalog #: 3502275, serial#:(B)(4)).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate plus profile and experienced postoperative right-sided deflation. The patient stated that she woke up and noticed that the implant was deflated while in the shower. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 3-sep-2020, mentor received additional information regarding the revision surgery and replacement device. The patient underwent unilateral removal and replacement with a 275cc mentor smooth round moderate plus profile prosthesis (catalog #: 3502275, right serial #: (B)(6) on (B)(6) 2020. The relevant fields have been updated. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).